Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance alert for high superior vena cava (svc) impedance. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.